Event description:
This notification was opened for review for information received that a remstar device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam recall in certain CPAP, bipap, cand mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, there was found contamination from dust, power connector was destroyed and found error code e053 (err_comp_log_sem_timeout), e007 (err_software), e012 (err_background_wdog_no_card), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). Lastly, the device was scrapped.